Manufacturer narrative:
(B)(6). An investigation was not able to be performed, as the device was not received. In the event the device is received, a complete evaluation will be made. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture, the components passed the manufacturing and quality verifications. (B)(4).

Event description:
It was reported that during an ankle arthroscopy procedure using bioraptor 2.9 with 2 ultrabraid two anchors did not fit into the patient's bone and fell out. The loose anchors were removed from the patient. It is unknown if there was a procedural delay. The procedure was completed using a 2.9mm third anchor using the same hole. This incident did not result in any patient injury or complications.